Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at the distal end, several stent struts are bent outwards. The balloon is still well folded and shows no signs of inflation. Stent imprints are clearly visible on the exposed balloon surface, indicating that the deformed stent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped stent diameter complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. It was reported that during the preparations for an intervention, just before entering the patient, the physician noticed that the stent had collapsed onto the balloon. After clarification, it was described in more detail that the stent was crushed (i.e., deformed) on the balloon.